Event description:
It was reported that air was observed during setup when using two (2) em2400 valve sets. The event was further described as "air enters and moves". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between september 8-11, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo samples did not identify any abnormalities that could have contributed to the reported condition. No actual bubbles were noticed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.